Manufacturer narrative:
Patient information is not available for reporting. Date of post-operative screw breakage and plate migration is unknown. This report is for one (1) unknown extra articular distal humerus locking compression plate. Without a valid part and lot number, the UDI is not available. The complainant part is not expected to be returned for manufacturer review/investigation. Hospital contact number: (B)(6). Unknown, as specific part an lot numbers for the complainant plate were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient began complaining of arm pain during a physiotherapy session on an unknown date. The patient was originally treated with an extra articular distal humerus locking compression plate and screw(s) on (B)(6) 2016. Thereafter, the patient began participating in physiotherapy, which involved squeezing of the hand and cold treatment. After complaints of pain, an x-ray image was taken which identified non-union, a broken cortex screw, and a rotated (migrated) plate. The patient returned to the operating room on (B)(6) 2016 to undergo revision. No additional information pertaining to procedural outcome was reported, but the patient was noted to be stable. This report is for one (1) unknown extra articular distal humerus locking compression plate. This report is 2 of 2 for (B)(4).